Event description:
Pt had radiation in left hip area due to carcinoma that led to a vascular necrosis of the left hip for which pt underwent a total hip replacement in 1989. The pt did well until 8/95 when a popping and scraping sound developed in the left hip indicative of a destroyed polyethylene liner requiring revision arthroplasty.